Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of a faulty lens. Additional information received and stated that the procedure was completed on same day without any harm to the patient.

Manufacturer narrative:
Additional information was provided in d.4., d.9., h.3., h.6. And h.11. The device with the lens was returned loose inside the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was at the trailing optic edge. The lens was advanced to mid-nozzle. The trailing haptic was folded on the optic. The leading haptic was extended the straight leading haptic may have been interpreted as the reported complaint. No damage was observed to the device. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. No problems were observed with the returned device. The plunger, lens and haptic positions were acceptable. The leading haptic was straight. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the instructions for use (IFU). A straight leading haptic may occur: due to the normal folding variations as indicated in the IFU diagrams. If the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. If there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. If the operating room temperature is too high (more than 23 degrees celsius or 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).